Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the right common iliac artery sac growth of 6.5mm is confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the event is anatomy related (disease progression) and there was no aaa (off IFU). The left common iliac artery diameter was off label (distal measurement 35mm should be 10-23mm). The final patient status was reported doing fine post secondary procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: g4: date received by manufacturer has been updated, h6: device code: remove code 3190, h6: result code: remove code 3233, h6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and three (3) iliac limb stent grafts to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, the patient presented with an enlarging right common iliac aneurysm. The physician elected to coil and extend the right common iliac artery with two (2) ovation ix iliac limb stent grafts to successfully resolve this event. The patient was reported as doing fine post secondary procedure.